Event description:
It was reported that the customer experienced ongoing low blood glucose (bg) level of less than 55 mg/dl. Suspected cause was due to the customer¿s settings requiring adjustments. Customer updated their pump settings to address the event. The cusotmer declined to provide any additional information regarding the event.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.